Manufacturer narrative:
Investigation outcome: the device reportedly triggered a "low oxygen" alarm approximately 10 to 15 minutes after initiating patient ventilation during air transport to the hospital; despite no changes to the oxygen source. This was accompanied by patient desaturation. The team transitioned to manual ventilation using a bag-valve mask (bvm), which resulted in an improvement in spo2 from 90% to 100%. Troubleshooting included disconnecting the hamilton ventilator from one oxygen port and switching to a secondary outlet within the aircraft. The ventilator was restarted, the alarm cleared, and the patient was placed back on the ventilator. Upon arrival at the hospital, the ¿low oxygen¿ alarm reoccurred. The oxygen source was changed to a portable oxygen cylinder for transport from the helicopter to the emergency department, which resolved the alarm. During hospital handover, the patient's "sao2 " (spo2) dropped again to 92%, despite an fio2 of 100% and no alarms triggered on the ventilator. The patient was promptly transitioned to a hospital ventilator, after which spo2 returned to 100%. Additional information received: -successful full-service software tests evidenced from service log. No additional errors from overnight testing. The low oxygen alarms were confirmed via review of device logs. Notably, pre op checks were not performed prior to patient ventilation, which could've contributed to the alarms. Successful full-service software tests performed and there were no errors from overnight testing. No indication in logs at time of event that lpo (low pressure oxygen) was selected or that manual oxygen limits were activated. The issue could not be reproduced. Reportedly, issue might be related to customer's gas supply. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
The following was reported to hamilton medical ag: "nsw ambulance medical team performed a pre-hospital rapid sequence induction and orotracheal intubation on a patient. Patient was transferred to aircraft and placed on hamilton t1 during transport to hospital. No initial issues with ventilation. 10 to 15 minutes into flight, ventilator displayed "low oxygen" alarm despite nil change to oxygen source. Patient began desaturating associated with the alarm. Patient transferred to manual ventilation via bvm whilst troubleshooting was undertaken and sao2 increased from 90% to 100%. Hamilton ventilator disconnected from one oxygen port in aircraft and change to second outlet. Ventilator restarted and fault cleared - patient placed back on ventilator. On arrival at the hospital, "low oxygen" alarm again noted on ventilator. Changed to portable oxygen cylinder for transport from helicopter to ed - alarm cleared. During hospital handover, patient sao2 decreased again to 92% despite fio2 of 100% and no alarms were evident on the ventilator. Immediately transitioned to hospital ventilator and sao2 recovered to 100%." No health consequences. The case has not been reviewed yet by hamilton medical ag, therefore the failure description could not be confirmed yet. So far no relation to the device has been established.